Event description:
It was reported that a user on the ilet bionic pancreas dosed for a usual meal that included salmon, vegetables, and an ice cream drumstick, then became concerned about potential hypoglycemia when glucose was trending down and treated with oral carbohydrates (juice and an 18 g carbohydrate protein bar), after which blood glucose rose to 257 mg/dl. Symptoms included concern for low blood glucose with a nadir reported above 70 mg/dl. Outcomes included elevated blood glucose following self-treatment and no alerts or alarms, no emergency care, and no hospitalization. Investigation included user education and troubleshooting, during which the agent advised allowing automated corrections to address the hyperglycemia and provided guidance on when to consider ketone checks. Investigation of this case revealed patient overtreatment of perceived hypoglycemia with additional carbohydrates while the system was operating. It was concluded that the device functioned as designed and that the event was related to user management of glucose rather than a device malfunction.